Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized that same day. At the time of this report, the patient had not recovered, and the cause of the peritonitis remained unknown. The action taken with dianeal pd4 ambuflex was not reported. The reporter did not provide an assessment of causality. The patient's nurse declined to provide any information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11c31030 and an exception was noted for molding defect associated with the connector component. There was no evidence to support any association to the reported problem. The affected product was 100% inspected and corrective actions were implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.